Event description:
The user facility reported a sheath kink on rss601 during a procedure. Follow-up communication from the user facility reported: after an intervention was performed in an sfa the physician inserted a benson wire into a 10cm pinnacle sheath and began to remove; after the sheath was past the femoral bifurcation the physician advanced the benson wire up into the aorta and removed the sheath without incident; the physician then exchanged for an rss601 sheath to take a final aortogram; the sheath kinked twice and perforated the artery; to correct the issue the physician accessed from contralateral side and went up and over and placed a balloon to occlude the perforation; the procedure was completed; and (7) the patient is reported doing "good."

Manufacturer narrative:
Results based on evaluation of user facility information, picture, and video; 213 is based upon reserve sample testing. Conclusions - based upon reserve sample testing. Communication with the user facility indicated that the sample would not be returned to the manufacturer due to legal reasons. Therefore, the involved device was not returned for evaluation. The user facility did provide a picture and video of the involved device which confirmed the sheath was kinked. The video also depicts blood leakage, confirming a perforation occurred. Inspection on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined based on the available information, picture, and video provided by the user facility it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).